Manufacturer narrative:
(Opaque bubble layer); available (difficult lift). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported having little opaque bubble layer and sticky lifts with both eyes of patient. Flap lift was completed successfully without flap damage and excimer treatment was completed. No sutures were required to secure flap. No loss of best corrected visual acuity reported. It was also reported that patient presented with diffuse lamellar keratitis (dlk) grade 1 three days post treatment. On (B)(6) 2015, account reported that patient¿s dlk resolved with no flap lift necessary and that topical steroids were increased to treat dlk.